Event description:
It was reported that on (B)(6) 2022, a 8mm amplatzer muscular ventricular septal defect (vsd) occluder was successfully implanted in a patient. Reportedly, 5 minutes post implantation the device embolized. The decision was made to retrieve the amplatzer vsd occluder percutaneously with a snare catheter. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolism 5 minutes after the device was released was reported. Abbott requested additional information, such as how the device was sized, and what the cause of the embolism was thought to be, however no additional information was received. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6 health effect - clinical code: 4580 code removed.